Event description:
The device was used during a colon procedure. Reportedly, the staples did not form properly. No pt injury reported.

Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.